Event description:
It was reported that the ventilator generated two technical error codes while connected to a patient, one indicating disabled valves and the other indicating an internal memory error and ventilation stopped. There was no patient harm. (B)(4). Ref# MFR 8010042-2013-00153.